Manufacturer narrative:
Initial reporter address: unknown. In this MDR, bd corporate headquarters in (B)(6) has been listed as the initial reporter state. Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
T was reported that a bd ultra fine¿ short insulin pen needle had broken off in the consumers abdomen. The consumer was seen in the emergency department where a x-ray was taken. The needle was not found, and the consumer was sent home to follow up with her doctor.

Event description:
T was reported that a bd ultra fine¿ short insulin pen needle had broken off in the consumers abdomen. The consumer was seen in the emergency department where a x-ray was taken. The needle was not found, and the consumer was sent home to follow up with her doctor.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use on lot # 7241632. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.